Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of balloon torn material.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagus dialation procedure to treat jaundice performed on (B)(6) 2025. Post-procedure, the cre balloon developed a tear, which failed to inflate. The procedure was completed with the original device. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2 (correction): block e1 (initial reporter, initial reporter address and zip/post code) have been corrected. Block h6: imdrf device code a0414 captures the reportable event of balloon torn material. Block h11: investigation results: the returned cre pro wireguided dilatation balloon was analyzed and a visual/microscopic evaluation found it was longitudinally torn. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of balloon torn material was confirmed. The returned device revealed the balloon was longitudinally torn. The longitudinal tear found in the balloon is likely to have occurred due to factors encountered during the procedure, it can be due to excess pressure. These factors and interactions could influence the damage found in the balloon. Also, it is possible that interaction with a sharp surface during or previous to the procedure could create friction on the balloon, causing the longitudinal tear. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagus dialation procedure to treat jaundice performed on (B)(6) 2025. Post-procedure, the cre balloon developed a tear, which failed to inflate. The procedure was completed with the original device. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2 (correction): block e1 (initial reporter, initial reporter address and zip/post code) have been corrected. Block h6: imdrf device code a0414 captures the reportable event of balloon torn material.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagus dilation procedure to treat jaundice performed on (B)(6) 2025. Post-procedure, the cre balloon developed a tear, which failed to inflate. The procedure was completed with the original device. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.